Manufacturer narrative:
The technician replaced the worn brake bearings, brake and brake/steer casters to repair to bed.

Event description:
Information received indicates the casters will swivel after the brake has been engaged.